Event description:
Dealer states the chair was flashing 5 times. Provider states the end user drove the chair into a flower bed and got stuck, gets a 5 flash code, means right brake fault sitting in the chair.